Event description:
The iab was inserted and connected to the pump. It was determined that the balloon would not unwrap and inflate. Manual inflation was attempted without success. Therefore, the iab was removed and replaced. There were no additional complications.